Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination found no issues with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An attempt was made to inflate the catheter when a leak was noted just distal to the guidewire exit port. A microscopic examination found a tear starting at the guidewire exit port measuring 30 mm. Both the inner and outer lumen were torn. This damage could be caused by using excessive force during removal of the catheter from the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, shaft leak and balloon inflation failure occurred. The target lesion was located in the right coronary artery. A 2.50 x 38 mm promus element plus stent balloon expandable was advanced and there was no balloon expansion of the stent. The physician tried several times. The physician has described the balloon as punctured and that there was complete failure of the balloon to inflate due to a leak in the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed inner and outer lumen break.